Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that pre use check, the cardiosave intra-aortic balloon pump (iabp) units display has a black circle in the lower right hand side with no visible damage to screen. There was no patient injury or harm reported.

Event description:
It was reported that pre use check, the cardiosave intra-aortic balloon pump (iabp) units display has a black circle in the lower right hand side with no visible damage to screen. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 a getinge field service engineer (fse) evaluated the iabp unit and verified that thre was no damage to the screen. To fix the issue, the fse removed and replaced the top display , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.